Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue occurred on (B)(6) 2012 at approximately 11pm. The patient reported a blood glucose result of "164mg/dl" with the subject device which he felt was a inaccurately high. The patient informed the mss that he manages his diabetes with novolog insulin based on a sliding scale 3x per day during meals and lantus insulin (60units) in the evenings. He stated he last tested his blood glucose at 6pm and observed a value of "200mg/dl," had dinner at approximately and took a sliding scale amount of novolog insulin. After testing at 11pm, he took his usual dose of lantus insulin and went to bed. The patient claimed that approximately 1.5 hours later, he developed symptoms of "shaking, convulsions and then passed out." The paramedics were called immediately and when they arrived within 5-10 minutes they tested the patient using their meter but he did not know what the result was. He reported that while he was unconscious his wife tested him on the subject device and received a reading of "30mg/dl." The patient stated he was treated by the paramedics with IV glucose and he was taken to the emergency room (ER) once he stabilized and regained consciousness. The patient could not recall what time he went to the hospital or if his blood glucose was tested immediately upon arrival at the ER and said he was given some orange juice and a sandwich at an unknown time. The patient stated he was tested on an hcp meter at around 2-3am and his blood glucose was "400mg/dl." He was kept in the ER for observation and released 12 hours later. At the time of troubleshooting, the cca noted the subject meter's unit of measure. The subject test strips were unexpired and stored correctly, a control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on april 4 and april 11, 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.